Event description:
It was reported the patient presented for scheduled follow-up and it was found a power-on-reset (por) for the implantable pulse generator (ipg) device had occurred over eight months earlier. The device software was revised with the normal interrogation follow-up process. A loss of the trending data for battery voltage and battery impedance was noted. No product performance issue is alleged regarding patient care. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the device was set to power on reset parameters. It was noted that there was a critical ram parity error recorded on 2012 (B)(4) and that the parity error is considered to be low severity and the device should be able to recover after the reset.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).